Event description:
The customer contact reported that the ground prong on the ac power cord was bent. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2010 at the user facility by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).